Manufacturer narrative:
Correction d4: model 1650de / serial number (B)(6) is now serial number (B)(6). D10: yes. H3: yes, returned to manufacturer - 2017-12-04. H6. Method code(s): 10, 23, 38. H6. Result codes(s): 213 h6. Conclusion code(s): 71, (B)(6). D10: yes. H3: yes, returned to manufacturer - 2017-11-27. H6. Method code(s): 10, 23, 38. H6. Result codes(s): 213 h6. Conclusion code(s): 71. (B)(6). D10: yes. H3: yes, returned to manufacturer - 2017-12-02. H6. Method code(s): 10, 23, 38. H6. Result codes(s): 180. H6. Conclusion code(s): 71. Preliminary analysis indicated that the returned batteries ((B)(6)). Passed external visual inspection. For (B)(6), the reported event of "cables damaged" was confirmed but passed functional testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Remains as bat216340 bat200927 FDA conclusion code: 77 six batteries (bat216340, bat202997, bat216330, bat216205, bat220827, bat200927) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that bat216340, bat202997, bat216330, bat216205, and bat220827 passed visual inspection. Failure analysis of bat200927 revealed a tear on the battery output cable. All of the batteries passed functional testing and were able to provide power to the controller. As a result, the reported event of battery cable damage was confirmed on bat200927. The most likely root cause of the damaged output cable can be attributed to a tear on the output cable due to wear and/or due to the handling of the device. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices associated with this event: heartware® ventricular assist system - battery model 1650de / expiration date 30nov2015 / serial number (B)(4)/ (B)(4). Yes, 06nov2017 MFR date: 30nov2014. (B)(4). Heartware® ventricular assist system - battery model 1650de / expiration date 31mar2017 / serial number (B)(4) / (B)(4). Yes, 06nov2017. MFR date: 31mar2016. (B)(4). Heartware® ventricular assist system - battery model 1650de / expiration date 31mar2017 / serial number (B)(4) / (B)(4). Yes, 06nov2017. MFR date: 31mar2016. (B)(4). Heartware® ventricular assist system - battery model 1650de / expiration date 31jul2017 / serial number (B)(4) / (B)(4). Yes, 06nov2017. MFR date: 31jul2016. (B)(4). Heartware® ventricular assist system - battery model 1650de / expiration date 31oct2015 / serial number (B)(4) / (B)(4). Yes, 06nov2017. MFR date: 31oct2014. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient¿s battery cables were damaged. The batteries were exchanged with no reported patient consequence. No further information has been provided.